Manufacturer narrative:
On (B)(4) 2014, the customer replaced tubing at pinch valve (pv48) resolving the leak. The customer performed a system test and all verifications passed with no further leaks observed. Failure mode was identified: failure mode of the leak is related to tubing at pv48. No erroneous results were generated. The failure mode identified is likely to generate erroneous rbc (red blood cell) and platelet results due to counting/sizing error. Evaluation of product labeling: beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to protective eyewear, gloves and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
Customer reported a leak when using the coulter lh 500 hematology analyzer. The leak was less than 5ml and originated from the manual probe of the instrument. The customer also stated that the instrument was repeatedly failing startup. The leak was not contained within the instrument. The operator was wearing personal protective equipment of gloves and lab coat at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.